Event description:
I purchased the trial clear blue light. I just finished the first cartridge and haven't seen any improvement with my moderate acne. What has changed is that my face is now covered with red and brown spots as if my skin had burned. My face looks worst that it ever has and it is making me feel horrible. I tried to post a review of their website but they refused to post it. Nothing inappropriate was said. Dose or amount: 5 min a day. Dates of use: 2 months. Diagnosis or reason for use: clear moderate acne.